Event description:
It was reported that the pump began melting. Reportedly, the pump was charging during the event. The customer's blood glucose (bg) level subsequently increased to 504 mg/dl. Insulin was administered via a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.